Event description:
According to the reporter, the device would not turn on. The reporter stated the battery was recently replaced. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the recently purchased battery, date code 0710, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced battery pack of 8 cells and determined that root cause for the reported incident was one abnormally charge depleted cell.